Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the first and second products noted the timing was disengaged and a tack was protruding. Additionally, the trigger was jammed. Visual inspection of the third product noted the timing was disengaged. A functional evaluation found that the trigger of the first and second instruments were actuated after disassembling the body from the tube. Tacks were jammed in the tubes and did not deploy due to the timing disruption. The third instrument was applied to the appropriate test media. The remaining sixteen tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colposacropexy with mesh, while the device was being applied in the periosteum of sacrum during the 3rd to 4th firing, the devices jammed. It was stated that the 3 devices only fired 3 tacks. The rest remained stuck in the shaft and could not be fired. It was also stated that the sharp tip of the tack gets stuck in the shaft and when triggered again, the sharp tip rips open the mesh. A fourth device from the same lot was used to complete the case. The surgical time was extended for 30 minutes or more. There was no patient injury.